Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference MDR report # 3012447612-2017-00713.

Event description:
It was reported that a screw was removed within surgery because the driver tip broke off and became stuck in it. However, upon receipt of the device by zimmer biomet personnel, it was found that the screw's tulip head has lost its polyaxial motion. There were no reports of patient impacts associated with the loss of polyaxial motion and the screw was only removed because of the broken off driver tip stuck within it.

Manufacturer narrative:
The returned screw was evaluated. The tip of the head height adjuster is stuck inside the screw head, and the screw shank is frozen. When the adjuster was used to remove the screw, the tip broke off and remained stuck in the screw head. The added material of the broken tip ultimately jammed the screw and tulip junction causing the screw shank to freeze. A DHR review did not identify any issues which would have contributed to this event.